Event description:
It was reported that the blade detached. A 15 mm x 3.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During preparation, it was noted that the atherotome was detached from the balloon. The procedure was completed with another of the same device. There was no patient complications reported.